Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause of bg level was due to customer's gastrectomy affecting insulin effectivity. Reportedly, the customer switched to lyumjev insulin which resulted in intermittent occlusion alarms. Tandem customer technical support informed customer that lyumjev is off label per the user guide. Recommendation was made to consult with a healthcare provider to discuss diabetes management.